Event description:
It was reported that there was noise on the atrial lead possibly due to lead damage. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).